Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two devices were used and the clips were scissoring. A third device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Jaw misaligned, malformed clip. Eval summary: the analysis results of the er320 instrument a found that it was returned with the jaws misaligned. It was cycled, fed and formed eight class iii scissor clips. It could not be determined what may have caused the damage found. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the er320 instrument b found that it was returned with the jaws misaligned. It was cycled, led and formed nine class iii scissored clips. It could not be determined what may have caused the damage found. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional info: batch# e9fu4f. Expiration date: 10/2013. Manufacturing date: 11/2008. Misaligned, malformed clip.